Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the jaws of device would not close when removing from patient. The trocar had to be removed with the device. No other information available. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4). (B)(4). Jaws disengaged from cam. H3. Evaluation summary: the analysis results found that the device was received with one jaw and cam ramp disengaged. This condition would not allow the jaws to collapse in order to form the clips. The device was cycled and ejected the remaining seven clips due to the jaw-cam condition and then, the device locked out as intended but the orange indicator was noted beyond its intended position. Possible causes for this condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. A batch record review was performed and no anomalies were found during the manufacturing process.